Event description:
A physician reported a vitrectomy cutter did not cut during the cataract/vitrectomy combination procedure. The condition of aspiration and actuation was unknown. The procedure was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector, in a bubble bag. The sample was visually inspected and found to be nonconforming with the probe needle slightly bent. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for both functional tests. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Gouge mark observed at the cutting edge and several other locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had a cut failure, the evaluation also indicates the probe had an actuation failure. The most likely cause for the actuation and cut is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle assembly removed), the probe was able to actuate. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. A secondary contributing factor for the cut failure is the observed gouge marks on the cutting edge of the inner cutter of the probe. A damaged cutting edge can decrease the quality of the cut performed by the probe. How and when the cutting edge of the inner cutter of the probe became damaged cannot be determined form this evaluation. The exact root cause for the cut failure could not be determined from this evaluation, therefore no specific action was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).